Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 350cc and experienced deflation on the right breast implant. As a result, the patient underwent removal and replacement with a mentor smooth round moderate plus profile 350cc saline implant, catalog # 3502350, s/n (B)(4) on (B)(6) 2018.

Manufacturer narrative:
New information: on (B)(6) 2018, mentor became aware that the serial number referenced from the initial report dated (B)(6) 2018 was incorrect. The correct serial number is (B)(4). Device evaluation summary: it was reported that a 51 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 350cc and experienced deflation on the right breast implant. As a result, the patient underwent removal and replacement with a mentor smooth round moderate plus profile 350cc saline implant, catalog # 3502350, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device severely rented. Additional crease was found within the rent. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).